Event description:
New information received notes that the pace/sense portion of the lead was capped and replaced due to increased pacing lead impedance. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported high, out of range pacing lead impedance was observed. Provocative testing did not find any anomalies. The lead remains implanted at this time.